Manufacturer narrative:
The reported event could be confirmed. The inspection revealed a broken/deformed thread winding at the thread outlet, causing that the screw could not be locked into the plate hole. A non-conformity report (nc) was already initiated based on previous complaints reporting the same event. The nc investigation is ongoing. A review of the device history for the reported lot did not indicate any abnormalities; the screw was manufactured within specifications. A review of the risk management file showed that the reported event is adequately addressed. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
"Angular stability did not work. Screws have overrun and chips have come loose under the screw head (unfortunately, chips could not be secured). Replacement was available. Patient involvement was reported but the reporter is not aware of any impact."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "angular stability did not work. Screws have overrun and chips have come loose under the screw head (unfortunately, chips could not be secured). Replacement was available. Patient involvement was reported but the reporter is not aware of any impact."